Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing disconnected at the stopcock during patient use. The patient's blood start to fill the tubing, but there was no patient harm.

Event description:
The customer reported that the tubing disconnected at the stopcock during patient use. The patient's blood started to fill the tubing, but there was no patient harm.

Manufacturer narrative:
The customer¿s report of disconnection of the tubing at the stopcock was confirmed. Visual inspection of noted the set was separated from its male luer. The luer remained locked to the top end of the manifold. Examination under magnification of the separated tubing revealed only slight evidence of bonding solvent. No additional discernible signs of damage or abnormalities were observed. Functional testing was deemed unnecessary due to separation. The root cause of the separation was an insufficient bonding solvent application during assembly of the tubing set.

Event description:
The customer reported that the tubing disconnected at the stopcock during patient use. The patient's blood started to fill the tubing, but there was no patient harm.